Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment on guide wire occurred. The target lesion details are unknown. After dilatation was performed at 18atm, removal of the 2.0mmx30mmx142cm coyote nc balloon catheter was attempted, however the guide wire lumen had flattened and the device was stuck on a non bsc guidewire . The device was removed together with the guide wire and the procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The catheter was inspected tactilely and under magnification. The distal tip was damaged and the inner and outer shaft was damaged 5.5cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The non-bsc guidewire that was used during the procedure was not returned with the device. Functional testing was performed by passing a 0.014¿ guidewire through the coyote nc balloon catheter and no issues were noted. The device was compatible with the 0.014¿ guidewire. The reported shaft damage was confirmed; however, the device exhibited no evidence of the reported wire entrapment. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment on guide wire occurred. The target lesion details are unknown. After dilatation was performed at 18atm, removal of the 2.0mmx30mmx142cm coyote nc balloon catheter was attempted, however, the guide wire lumen had flattened and the device was stuck on a non bsc guidewire . The device was removed together with the guide wire and the procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.